Event description:
Additional information received from the representative reported that the representative met with the patient, ran an impedance check, and it was good. The representative changed the patient's programming to high frequency with very low amplitude. The patient was doing very well with none of the previous issues. The patient was doing so well that he called the representative three times to let her know.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377845, lot # n0042870, implanted: (B)(6) 2006, product type lead; product ID 3550-29, lot # n364959, implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) worked fine for the first few months. However, since (B)(6) 2015, the patient had not been able to adjust the stimulation so that it covered their pain. The patient noted that they had adjusted what they could using their programmer but it was not covering their pain (was in pain) and now needed a reprogramming session at the healthcare professional¿s (hcp) office. It was noted that the patient no longer had a managing physician and suggestions were provided to the patient. Additional information received on oct. 22, 2015 reported that the stimulation still was not in the correct location and had to ¿turn it way back down.¿ it was noted that at the low level ¿it just isn¿t effective. The patient recently experienced surging stimulation in the chest, going from left to right, when sitting in a different recliner and when sitting up straight. There were no falls of trauma reported associated with the issue and it was unknown if there was any recent medical testing or emi exposure although the recliner was an electric type. The patient further stated that they began to experience the sudden onset of the changes when they started to use the lazy-boy electric recliner ((B)(6) 2015) and that the motor for the recliner was right underneath. It was noted that the when the patient first got the stimulation system it was the first time they had been able to sleep with the stimulation on and it was fine until the changes noted above. The patient now slept with the stimulation off. With the stimulation off, the patient¿s pain returned and would take about 2 hours after they turned it back on to get some relief. They were unsure if they wanted to continue to use the recliner. Information received on oct. 22, 2015 reported that the patient was ¿having power surges even when he is sitting perfectly still, and he can only use zone one normally and that he has to run zone two very low or he gets shocking." There was no precipitating event reported associated with the issue. There were no planned surgical interventions noted. Further information received on oct. 28, 2015 reported that the patient met with the manufacturer¿s representative and the stimulation issue was now described as a shocking/surging of stimulation that traveled from patient¿s left to right side across the belly. It did not travel across the back area. The patient described the shocking as a ¿power surge¿ which had started 2 months ago. The shocking traveled from the left side near rib cage where current ins is across belly to old ins pocket that was in right side where old ins pocket was. This shocking/zapping occurred 2-3 times a day and occurred when pt is in any position. The shocking/zapping does not occur with stim off. It was noted that the patient was still getting good coverage with the stimulation but the pulse width (pw) had been reduced from 300, 270 or 260 (which they had used prior to the shocking) to 100 's. The reduced pw helped with the stimulation in the rib area. In addition, the patient and wife were involved in a minor car accident but there were no injuries and they did not think it was related to the shocking. Impedances were normal when tested on (B)(6) 2015. The patient had an upcoming appointment scheduled for (B)(6) 2015. The indication for use of the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the issues previously reported, still persist; the patient was getting shocking across the upper chest. Impedances were checked and noted that the contact pair 6 and 7 were showing less than 50 ohms. They were not using the shorted pair together in the patient's therapy. Additionally, group b impedances measurements were 362 ohms and 5.296ma. No traumas or falls were reported/ associated with the change in stimulation location. This was noted to be a sudden change in therapy/ symptoms. The patient was going to meet with an interventional pain specialist today, (B)(6) 2016 to discuss a lead revision. It was later reported that the patient was referred to a neurosurgeon for a lead revision. The surgical consult had not occurred as of (B)(6) 2016. The appointment date was not known. Follow-up was being conducted for information about the actions taken, and cause of the shocking across the chest. If additional information is received, the file will be updated. Follow-up was being conducted for information about the actions taken, and cause of the shocking across the chest. If additional information is received, the file will be updated.